Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample illustrates that the spike broke while inserting the spike into the bag. The chambers used on this code are purchased from an external supplier. A supplier visit has already been performed to investigate this issue further. A supplier corrective action report, maltt, has been opened and further investigations are ongoing to determine any actions to strengthen the spike. This complaint is being communicated to the manufacturing area and quality assurance responsible at the plant for the production of the code mentioned in this complaint to ensure awareness of this complaint and strict adherence to relevant requirements. Furthermore, baxter will continue to monitor these events during quality reviews. The root cause of this malfunction has not been determined. A batch review was conducted, and there were no deviations found during the manufacture of this lot. A trend review revealed that similar complaints have been received, and baxter will continue to monitor complaints like this to determine if further action is necessary. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
A customer reported to baxter (B)(6) of a clearlink primary set that had the tip of the set broken off when spiked into a herceptin solution bag. This reported condition occurred during setup, and no patient was involved. No additional information is available.